Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for lls5111: case # (B)(6) on (B)(6) - centration was slightly superior/nasal, with adequate suction applanation to the eye. Eye movement is noted throughout the treatment phase with continuous suction. Suction loss occurred at frame #21 from patient movement. The system categorized the lens density at a category 3. The surgeon believes that the incomplete fragmentation may have contributed to a pressure increase within the lens and caused the bag to weaken during hydrodiscection. Lensar safety parameters were established during treatment. The combination of patient movement and anatomy most contributed to issue. Improve/innovate/control: cas (B)(6)will discuss findings with surgeon and staff.

Event description:
P1008 - incomplete capsulotomy - issue: on (B)(6) 2021, (B)(6) reported that on (B)(6) 2021, dr (B)(6) (lls5111) informed him that halfway through his fragmentation on pt ID (B)(6) he had a suction break. He stated when he tried to hydrodisect he wasn't getting a fluid wave to the back of the capsule to relieve the bubble. After phaco and ia he noticed a tear inthe peripheral side of the capsule at the equator. It was distal to him and his main incision and phaco, so he felt it was not caused by phaco or ia. Patient was given a sulcus iol and miostat and the case was completed.